Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unexpected beeping and black circle on the screen during testing. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and a black circle on the display. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 202 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.